Event description:
It was reported that the physician's handheld was experiencing a failure to open port message. It was reported that the problem is always resolved through persistence of use. The physician was provided a new usb cable and the non-functioning usb cable was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
This initial report from the sales representative was for 3 different serial cables. When the serial cables were returned to the manufacturer for analysis it was found that it was unable to determine which serial cable was associated with which tablet device. Therefore, when product analysis was completed and approved for the 3 tablet serial cables one showed a failure while the other 2 performed according to specification. It is unknown exactly which tablet is associated with the malfunctioning cable. MDR #1644487-2015-04101 and MDR #1644487-2015-04118 house the reports of the other two tablet serial cables. This MDR will house the failure: product analysis for the serial cable for tablet serial number: (B)(4) was completed and approved on (B)(4) 2015. An analysis was performed on the returned usb to db9 cable and the reported allegation was verified. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.